Manufacturer narrative:
Concomitant medical products: 6937a-65 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture of the subcutaneous coil of the right ventricular (rv) lead was found. The subcutaneous coil was removed. The rest of the rv lead remains implanted. No patient complications have been reported as a result of this event.